Manufacturer narrative:
The check of manufacturing charts did not highlight any pre-existing anomalies on pieces with lot number 2435933. This is the first and only complaint received about the lot number involved. A final report will be submitted after the investigation is completed

Event description:
On march (B)(6) 2025, the surgeon linked a previously implanted promade custom total elbow arthroplasty and axle. Nothing was removed. The axle used during surgery is axle #large (product code: 1590.15.020, lot: 2435933 - ster. (B)(6)) previous surgery was performed on (B)(6) 2025, and another surgery (without removing any components) took place on (B)(6) 2025 (reported with MDR report number: 3008021110-2025-00021). The event occurred in us.